Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 45636.the event occurred during testing. There was no patient harm.

Manufacturer narrative:
D4: correction. H3: one device was returned for repair. Visual evaluation found delaminated downstream occlusion (dso) seal. This device has not been in for service within the review period. The event history logs did not reveal any faults. Visual and functional testing was performed, and the reported error code 45636 was duplicated. The cause was the motor. Replaced the motor to correct the issue and the device passed all functional tests after the repair.